Event description:
It was reported that there was dehiscence at the pump pocket. The pump and catheter were explanted. It was uncertain when the dehiscence started. The drugs in the pump were morphine and clonidine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was doing well and the physician might implant the patient with a new system, to be announced at a later date.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).